Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viatorr® tips endoprosthesis with controlled expansion (tips device) during a tips procedure. During the tips device placement process, part of the covered portion of the device had already been released after the device passed the sheath and before the deployment line was pulled. The physician pulled the device back into the liver parenchyma and attempted to continue pulling the deployment line to release the remaining covered portion of device. However, the deployment line stuck, forcing the physician to withdraw the entire device with the sheath from patient. When the physician tried to pull the deployment line in vitro, it remained stuck. The sheath used for the procedure was from cook. Another device was used to complete the procedure successfully. Patient tolerated the procedure.

Manufacturer narrative:
Update d9 date device returned to manufacturer. Update b5 describe event or problem. Update h6: code c19 - a review of the manufacturing records indicated the lots met pre-release specifications. Code d15 - engineering evaluation summary: - the device was returned partially deployed with the delivery system contained within the introducer sheath. - the zipper was slightly bunched for the most distal knot rows, but no abnormalities were noted that would prevent deployment. - engineering attempted to deploy the remainder of the device and the device successfully deployed. The physician¿s observation that the deployment line stuck when attempting to deploy the remainder of the covered portion could not be confirmed because engineering was able to successfully deploy the device. Not enough information was provided to determine the cause of the event.

Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient underwent tips procedure using a gore® viatorr® tips endoprosthesis with controlled expansion (tips device). During the tips device placement process, part of the covered portion of the device had already been released after the device passed the sheath and before the deployment line was pulled. The physician pulled the device back into the liver parenchyma and attempted to continue pulling the deployment line to release the remaining covered portion of device. However, the deployment line stuck, forcing the physician to withdraw the entire device with the sheath from patient. When the physician tried to pull the deployment line in vitro, it remained stuck. The sheath used for the procedure was from cook. Another device was used to complete the procedure successfully. Patient tolerated the procedure.